Manufacturer narrative:
The investigation is ongoing, results will be reported in a follow-up report.

Event description:
It was reported that during cleaning of the operation theatre, staff heard a "clack" noise and the light head of the sola surgical high light dropped down. It happened when staff wiped the sola head. No injury was reported.